Manufacturer narrative:
Data logs were collected for investigation. Radiometer investigation of the provided data logs concluded that the root cause was link to software.

Event description:
According to the complaint (B)(4), a calibration was scheduled to be conducted at 06:12 on the abl90 flex plus analyzer (serial number: (B)(6)). Calibration error on crea on both sensitivity levels were shown, status is black-ok. Next calibration that runs met shows same value for sensitivity but are grayed out and the status of the calibration goes to green. The customer runs patient sample that shows error 210 for crea. Crea measurement for patient was not provided, due to calibration error but still green status on the instrument. Customer did a calibration manually and get error sensitivity error for crea, many calibrations fails for crea.